Event description:
It was reported that the procedure was to treat a distal left anterior descending (lad) artery. A 2.8 x 16 mm and a 3.5 x 16 mm graftmasters were implanted in the lad to treat a perforation but the graftmasters did not completely seal the perforation. An inflated balloon was kept in place while a pericardial drain was placed; however, life-sustaining heart rhythm could not be re-established and the patient died. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for a stent graft leak reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The reported patient effect of death, as listed in the coronary stent graft system, graftmaster rx instructions for use, is a known patient effect that may be associated with coronary stenting. The additional device referenced is being filed under a separate medwatch report.